Manufacturer narrative:
(B)(4). Method: the complaint bc100 bubble CPAP generator and CPAP probe was returned to fph in (B)(4) for investigation and was visually inspected. The dimensions of the lid and probe of the bc100 bubble CPAP probe were measured. Five samples of lids were taken from the production line and their dimensions were also measured and compared to the dimension of the lid of the complaint bubble CPAP generator. Results: no physical damage was observed to the returned bubble CPAP generator and probe. The dimension of the probe was within the drawing specification; however, it was observed that the dimension of the lid of the complaint bubble CPAP generator was out of specification. No fault was found to the sample lids that were taken from the production line. Their dimensions were all within specification. A lot check was not performed as lot information was not provided. Conclusion: based on the investigation conducted, it is likely that the reported fault was due to the wider distance between the probe connection on the lid. The hospital reported that no patient harm occurred. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and the use of a pressure manifold with the breathing circuit, to reduce the risk of unsafe circuit pressure. The bubble CPAP system is for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that they experienced a couple of incidents in which the bubble CPAP probe of a bc161 bubble CPAP system kit was not fitting tightly to the bubble CPAP generator. The hospital reported that no patient harm had occurred in either incident.

Manufacturer narrative:
(B)(4). The complaint device was only recently returned to fph in (B)(6) for investigation, to determine whether it caused or contributed to the reported event. Upon completion of our investigation we will submit a final report.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that they experienced a couple of incidents in which the bubble CPAP probe of a bc161 bubble CPAP system kit was not fitting tightly to the bubble CPAP generator. The hospital reported that no patient harm had occurred in either incident.